Manufacturer narrative:
Evaluation results, (other) : device and samples not returned. Further information from the customer determined that the initial negative result was correct. The customer questioned a potential false reactive result for a patient sample with axsym core reagent, lot number 69211lf00 whereas a previous result of the same patient was non-reactive for axsym core. An investigation was conducted to assess this issue. It was found that the axsym core reagent package insert (commodity number) states: "the axsym core assay is limited to the detection of anti-hbc in human serum or plasma. It is recognized that presently available methods for anti-hbc detection may not detect all potentially infectious units or blood possible cases of hepatitis b. False reactive results may be obtained with any diagnostic test." In order to assess the specificity of reagent, lot 69211lf00, 10 additional replicates of negative control were analyzed instead of the unavailable patient sample. The reagent kit showed normal performance without false reactive results and all values were well within specification. Additionally, in order to evaluate the sensitivity of the affected reagent testing of sensitivity panel was performed and gave results comparable to release data within typical ranges. After reviewing the release and manufacturing records as well as complaint history of this reagent, no problems related to this issue were identified. A possible explanation of this issue is the fact that all highly sensitive immunoassay systems have a potential for nonspecific reactions due to immunological cross reactivity. False-positive results can be expected with any test kit. The component(s) responsible for the cross-reactivity is unknown. However, samples containing fibrin, particulate matter or red blood cells may give inconsistent results. To avoid a missed or false diagnosis, the results should be correlated with patient history and other hepatitis markers. In addition, all patient specimens must be centrifuged to remove fibrin, red blood cells or particulate matter. Based on the investigation, it was determined that axsym core reagent, lot number 69211lf00 is performing acceptably. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product that has a similar product distributed in the us.

Event description:
The customer stated that a negative axsym core result of 1.84 s/co was generated on a patient that tested positive using vidas method. The customer stated that the patient will be redrawn for verification testing. No impact to patient management was reported.